Event description:
Customer reported that he experienced low blood glucose of 30 mg/dl. Customer declined to troubleshoot and stated that the low blood glucose was due to not having his sensor feature on because the transmitter did not have any change. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.